Event description:
One patient sample with discrepant potassium results. Initial result gave 3.4 mmol/l; repeat gave 4.2 mmol/l. Erroneous result was not reported. The field service representative was unable to determine a root cause for the discrepancy.